Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6); reported here as the address exceeded character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the jejunum during an endoscopic ultrasound gastrojejunostomy procedure performed on (B)(6) 2024. Post stent placement procedure, it was noted that the stent cover of the axios stent had a hole. It is unknown if the stent was removed. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was intended to be placed during an endoscopic ultrasound gastrojejunostomy (eus gj) procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.